Manufacturer narrative:
The initial report identified the patient's blood glucose (bg) as 460mg/dl at the time of the alleged event. Correct bg value at the time of the alleged event was 469mg/dl. It was further reported that the patient's healthcare provider requested a pump replacement due to the patient's inability to see the bolus amounts delivered secondary to a dim display. Troubleshooting had determined that the basal delivery totals in the total daily doses did not match the active basal program total and there was no known cause for the variation.

Manufacturer narrative:
The pump has been returned to animas and evaluated by product analysis on 09/20/2014 as follows: the display screen had a pinkish contrast. The last basal delivery was on (B)(6) 2014 and the last bolus was on (B)(6) 2014. The pump history showed that the pump was manually suspended on (B)(6) 2014 00:55; deliveries never resumed. No alarm outside the range of normal patient use was observed. The pump was manually suspended on (B)(6) 2014 22:52 and manually resumed at 23:39. The pump was exercised for 24 hours with a 2.0u/hour basal rate; correct delivery of 48.0u was confirmed in the basal history. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the bumper pad. The returned battery cap was able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2014 was 460mg/dl with large ketones and symptoms of abdominal pain, nausea, vomiting and polydipsia. Reportedly, there were no pump setting adjustments before or after the alleged event; the patient was hospitalized, treated with insulin via injection, IV fluids, and pump use was discontinued. It was reported that the display screen was dim, faded and difficult to read. This complaint is being reported for alleged hyperglycemia associated with a dim display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.